Event description:
Nurse practitioner says that one of the tenaculum tips broke while she was removing the tenaculum from the cervix (after an iud insertion procedure). She tried to find the broken piece and was unsuccessful. There was no further intervention required. The tip protector was in place when package was opened. The nurse practitioner disposed of the tenaculum so it cannot be returned for eval. Nurse practitioner did not notify MFR at the time of the occurrence as she did not feel that this occurrence was a big concern. The incident was discovered on (B)(6) 2009 when MFR made a sales follow-up telephone call. On 06/22/2009, MFR made a follow-up telephone call to the nurse practitioner who said that there were no complications with the pt.